Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 511212 x 2 competitor implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.